Manufacturer narrative:
(B)(4). Date sent: 07/01/2010. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not work properly. The surgeon was coming across the renal artery and placed the artery in the middle of the jaws with a white reload. Staples fired, however, there were no staples at the proximal end of the staple line and a clip was used to control the bleeding. The amount of blood loss is unknown and the patient did not receive a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported.